Event description:
It was reported that during a cryo ablation procedure, during the first freeze of the right superior pulmonary vein (rspv) the phrenic nerve stopped at stopped at approximately eighty seconds into the freeze. The freeze was stopped and the balloon catheter deflated. The phrenic nerve did not recover after thirty minutes. The case was aborted. The patient was under general anesthesia. The patient's hospitalization was extended and kept overnight for monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the patient data files and the 2af284 balloon catheter with lot number were returned and analyzed. Patient file(s) received and recorded on the reported date of the event. The patient file showed seven applications were performed using a 2af284 catheter with lot number 16979. The patient file did not show any system notice on the reported date of the event. The lowest temperature of the current case was achieved at the seventh application, and it reached -57 degrees celsius at 103 seconds of ablation time. The console was controlling the flow and pressure. No anomalies were identified during external visual inspection of the balloon, shaft, and handle. Review of the smart chip data indicated the catheter was used for seven applications on the reported event date. The catheter was recognized and passed electrical integrity and performance testing. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. The pressure and flow were in range and the temperature curve had no oscillation or overshoot. In conclusion, the clinical issue of phrenic nerve injury (pni) occurred during the procedure. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. There is no indication of a relation of the adverse event to the performance or malfunction of the product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.